Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator and verified the customer reported malfunction. The se replaced the graphic user interface (gui) printed circuit board (pcb) and the backlight inverter pcbs, which resolved the reported issue. The unit passed all tests, calibrations and was found to be operating within manufacturing specifications.

Event description:
It was reported that a ventilator graphic user interface (gui) display was blank. There was no patient involvement.